Manufacturer narrative:
The lot was manufactured from august 03, 2021 to august 11, 2021. H10: the actual devices were not available; however, a photograph was provided for evaluation. Visual inspection of the photograph identified a damaged shipping box indicating a possible pouch/device issue. The damage was identified on the box; however, there was no damage identified on any pouch/device as the photo showed the box damage only. The cause of the damage could not be determined; however, most probably occurred during the distribution process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps were "leaking iodine out into the carton"; the box was crushed. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.